Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is possible that the ccd (charge-coupled device) defect caused video defects and caused a defect that the image was not displayed. However the root cause could not be identified. It has been over 10 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Additional information has been requested from the reporter. The device was evaluated by olympus. The evaluation found that the allegation of "no image on the display" was confirmed. It was found that the charge-coupled component was defective, which caused no image when connecting the camera head. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, during a therapeutic procedure, the high-definition autoclavable camera head did not display an image. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the customer. See updated sections b3 and b5.

Event description:
Additional information was received from the customer. The issue was found during the setup for the procedure. The intended procedure was completed successfully with another olympus camera head that was available; however, there was a short delay in the procedure while another camera head was brought into the operating room. The reporter was unsure if, during the procedure, the patient was under general or intravenous sedation.